Event description:
It was reported that on (B)(6) 2022, after a novasure ablation was completed a hole in the array was observed. A hysteroscopy was performed after the procedure and no particles of the array have been found in the uterine cavity. No patient injury was reported.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. A picture of the device was provided by customer. On the picture, the array was extended and the hole in the array could be confirmed. Also, we could see that the tip of the sheath was deformed due to the retraction of the array (still hot from the ablation). A definitive root cause could not be determined neither.